Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the hospital was consulted for a filter retrieval from a patient who received the filter at an unknown facility. The physician found that filter struts had penetrated the cava. In addition, the physician discovered a fractured secondary strut lodged in the kidney and 2 additional fractured secondary struts migrated into the heart. The physician is not sure if he wants to use a endovascular approach to remove the filter and struts or if he is going to recommend surgery to do so." Patient outcome: the patient required additional procedures due to this occurrence.

Event description:
Description of event according to initial reporter: "the hospital was consulted for a filter retrieval from a patient who received the filter at an unknown facility. The physician found that filter struts had penetrated the cava. In addition, the physician discovered a fractured secondary strut lodged in the kidney and 2 additional fractured secondary struts migrated into the heart. The physician is not sure if he wants to use a endovascular approach to remove the filter and struts or if he is going to recommend surgery to do so." Patient outcome: the patient required additional procedures due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: the implant period is unknown and no imaging was provided. Therefore, based on the very limited information made available to us it would be inappropriate to speculate at what may or may not have caused the filter legs to perforate vena cava and the fractured legs to migrate to the kidney and the heart, respectively. It is noted, that there is no known effects to the patient reported and that the filter will be removed by endovascular approach or by surgery. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.